Event description:
It was reported that there was noise on the distal pair. The device was used to complete the case. The customer does not want a replacement. On (B)(6) 2012, the catheter was received in our lab for analysis and it was noticed that the tip of the catheter has char. Due to the visual findings on the catheter this event's reportability was changed from non reportable to malfunction. Awareness date changed to (B)(6) 2012.

Manufacturer narrative:
(B)(4). The catheter was evaluated and passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.